Event description:
It was reported that during use of implantable pulse generator (ipg) an inquiry was received regarding the device exhibited pacing rate approximately 40 beats per minute (bpm) but a programmed lower rate from 60 beats per minute (bpm). Review of device data indicated right ventricular (rv) lead exhibited cross task oversensing. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.